Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID 2333470437, sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6)

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0.00-0.033 ng/ml): sample ID (B)(6)initial result, on 13dec, was 0.266 ng/ml. The patient was redrawn, under sample ID (B)(6), and the result was 0 ng/ml. The patient was redrawn a second time, under sample ID (B)(6), and the result was 0 ng/ml. The first sample, sample ID (B)(6), was questioned by the physician and repeated and the result was 0 ng/ml and repeated on another analyzer and the result was 0 ng/ml. It was noted that based on the elevated result, the patient had a cardiac consult ordered which included an echocardiogram, as well as a CT due to chest pressure. The patient was given contrast; however, there was no adverse impact to the patient noted.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0.00-0.033 ng/ml): sample ID (B)(6) initial result, on 13dec, was 0.266 ng/ml. The patient was redrawn, under sample ID (B)(6) , and the result was 0 ng/ml. The patient was redrawn a second time, under sample ID (B)(6) , and the result was 0 ng/ml. The first sample, sample ID (B)(6), was questioned by the physician and repeated and the result was 0 ng/ml and repeated on another analyzer and the result was 0 ng/ml. It was noted that based on the elevated result, the patient had a cardiac consult ordered which included an echocardiogram, as well as a CT due to chest pressure. The patient was given contrast; however, there was no adverse impact to the patient noted.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the reagent 1 and reagent 2 arc, probes, list number 08c94-47, hadn¿t been calibrated. The fsr replaced and calibrated the probes which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.